Event description:
It was reported by dealer that the base frame is bent on the (B)(4) power chair, dealer is stating that it looks like the end user goes off curbs on a daily basis. The chair is used heavily.